Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced recurrent occlusion alarms due to infusion into scar tissue on (B)(6) 2026, resulting in persistent, elevated blood glucose. The patient was hospitalized and later resumed multiple daily injections (mdi).